Manufacturer narrative:
Complaint event summary: a smart stent was initially implanted. A saber rx (5mm x 20cm x 155cm) percutaneous transluminal angioplasty (pta) was inserted for post dilation; however, it ruptured at 16 atmospheres (atm) during its second inflation. It was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no patient injury. The lesion was the superficial femoral artery and was a chronic total occlusion (total occlusion >3 months). The product was of normal appearance when removed from its packaging and prepped normally (i.e. Maintained negative pressure). The access site location was the femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The product was removed intact (in one piece) from the patient no other anomalies were noted. The product was not returned for analysis. A product history record (phr) review of lot 17638837 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a chronic total occlusion may have contributed to the reported event and damage to balloon material may have occurred upon attempting to cross the chronically occluded vessel. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a smart stent was initially implanted. After that, a saber rx (5mm20cm155) percutaneous transluminal angioplasty (pta) was inserted for post dilation; however, it ruptured at 16 atmospheres (atm) during its second inflation. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no patient injury. The product was clinically used and will not be returned for analysis as the device was discarded. The lesion was the superficial femoral artery. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). The access site location was the femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was used for a chronic total occlusion (total occlusion >3 months). The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.